Event description:
Customer reportedly received the following results on a meter, compared to lab results, within 10 minutes: 39 mg/dl and 44 mg/dl (aviva system) and 219 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).